Manufacturer narrative:
It was reported to abbott, a patient was scheduled for an ipg site revision due to pain at the pocket site. The revision took place where the battery was moved from the patient¿s left side to their right side. There were no complications and therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was repositioned from the left side to the right side to address the issue. Therapy was restored post-operatively

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient is experiencing ipg site pain. Surgical intervention may take place at a later date to address the issue.